Manufacturer narrative:
Unique ID (B)(6). The customer was shipped a 54x74 model 1 base that was delivered on (B)(6) 2019. On (B)(6) 2019 the customer, (B)(6) confirmed base delivery and is satisfied.

Event description:
Customer originally called for service and repair for the massage motor that had stopped functioning, after troubleshooting efforts were unsuccessful the customer service representative requested photos to assist the customer further. Customer provided pictures of the base on (B)(6) 2019, after reviewing the photos provided by the customer we discovered that the massage motor had come thru the base cover. Customer was never injured and medical attention was not needed.